Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device housing was deformed. It was further determined that the device failed the following pre-tests: check the attachment coupling, check the cannulation, check proper function of the triggers, check the incompatibility with lid of trs recon saw, check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes and check response of on/off trigger. It was reported in the service order that the device was not working properly while in use with the sagittal saw attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.